Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level as customer declined to provide. To resolve the issue, the customer occasionally changed cartridges or continued insulin administration without changing any supplies.